Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Cotton was loose and some of it was left inside her body- vagina [foreign body in reproductive tract]. While she was removing the tampon...discovered that the cotton was loose...some of it was left inside her body [complication of device removal]. The cotton was loose...debris- tampon [device breakage]. Case narrative: consumer reported via email that the tampon was loose and some of it was left inside her body. No serious injury was reported.